Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, on initial inflation, contrast media leaked out and the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed that the balloon has a pinhole at the markerband. There are numerous hypotube and shaft kinks. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, on initial inflation, contrast media leaked out and the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.